Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced low blood glucose (bg) level (54 mg/dl) for the past week. The customer would take glucose tablets to stabilize bg level. The customer stated the health care provider (hcp) believes basal setting was a little too high. During the call with tandem technical support, it was indicated that the customers hcp wanted basal settings changed from 1.7 to 1.6 u/hr. The customer was able to successfully change basal setting. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.